Event description:
It was reported that the infusion stopped and displayed error code 100.6120. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device displayed error code 100.6120 was confirmed through a review of the logs but could not be replicated during testing. Additionally, it could not be confirmed whether the infusions stopped when the error code occurred, as the pump module event logs were not received for analysis. As received, the customer¿s pcu was used to perform a functional test to replicate the reported issue. Four (4) dchu pump modules were attached to the suspect pcu, and infusions were programmed. The infusions were completed successfully without any errors or anomalies after two (2) days. Preventative maintenance (pm) testing was performed on the suspect pcu. The asm pm task was completed successfully without any observed errors or malfunctions. The error, event, and battery logs were retrieved from the suspect pcu via alaris system maintenance (asm) to verify the details of events related to the reported incident. The event date was reported as 29 january 2026; time was not reported. The suspect pcu error log showed 2 (two) error codes 100.6120 (data_integrity_failure) on 29 january 2026 at 11:02 am. The error code 100.6120 indicates problem with the memory system. The pcu event log was unable to verify whether the pump modules infusions stopped at the time of the system malfunction because their event logs were not returned. The dataset installed was identified as ¿ucsf_110525¿, and the profile in use was identified as ¿adult¿. On 29 january 2026 at 12:52 am, the user restored the infusion of the pump module s/n (B)(6) (channel b), which had been previously programmed with the drug ID 758 (vasopressin), drug amount of 20 unit, diluent volume of 100 ml, concentration of 0.2 unit/ml, rate of 3 ml/h, volume to be infused (vtbi) of 69.337 ml and dose of 0.01 unit/min. The infusion started with a primary volume infused (pvi) of 0.663 ml. The user also restored the infusion of the pump module s/n (B)(6) (channel c), which had been previously programmed with the drug ID 255 (dobutamine), drug amount of 1000 mg, diluent volume of 250 ml, concentration of 4000 mcg/ml, rate of 7.3125 ml/h, vtbi of 218.46 ml and dose of 5 mcg/kg/min. The infusion started with a pvi of 1.54 ml. Additionally, the user restored the infusion of the pump module s/n (B)(6) (channel d), which had been previously programmed with drug ID 512 (milrinone), drug amount of 20 mg, diluent volume of 100 ml, concentration of 200 mcg/ml, rate of 7.3125 ml/h, vtbi of 68.587 ml and dose of 0.25 mcg/kg/min. The infusion started with a pvi of 1.413 ml. At 6:30 am, the user restored the infusion of the pump module s/n (B)(6) (channel a), which had been previously programmed with drug ID 558 (norepinephrine), drug amount of 8 mg, diluent volume of 250 ml, concentration of 32 mcg/ml, rate of 3.6562 ml/h, vtbi of 219.173 ml and dose of 0.02 mcg/kg/min. The infusion started with a pvi of 0.827 ml. At 10:18 am the infusion was completed in pump module s/n (B)(6). The user changed the vtbi to 15 ml and the infusion started. At 11:02 am the system malfunction with the error code 100.6120 (data_integrity_failure) occurred and the user turned off the pcu. During the internal and external inspection of the suspect pcu, it was found that the solder on the pcb traces of the logic and power supply boards exhibited a disturbed solder joint condition, presenting a rough and lumpy surface typically caused by reheating or movement during solidification. The bd alaris¿ pc unit system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtb0. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Root cause: the probable root cause of the report indicating that the device displayed error code 100.6120 is likely related to an intermittent issue with the memory system. Additionally, it could not be determined whether the infusions stopped when the error code occurred, as the pump module event logs were not received for analysis. Note that this report lists imdrf annex a0509, g0204002, c16, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion stopped and displayed error code 100.6120. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: manufacturer narrative investigation summary: the report that the device displayed error code 100.6120 was confirmed through a review of the logs but could not be replicated during testing. Additionally, it could not be confirmed whether the infusions stopped when the error code occurred, as the pump module event logs were not received for analysis. As received, the customer¿s pcu was used to perform a functional test to replicate the reported issue. Four (4) dchu pump modules were attached to the suspect pcu, and infusions were programmed. The infusions were completed successfully without any errors or anomalies after two (2) days. Preventative maintenance (pm) testing was performed on the suspect pcu. The asm pm task was completed successfully without any observed errors or malfunctions. The error, event, and battery logs were retrieved from the suspect pcu via alaris system maintenance (asm) to verify the details of events related to the reported incident. The event date was reported as 29 january 2026; time was not reported. The suspect pcu error log showed 2 (two) error codes 100.6120 (data_integrity_failure) on 29 january 2026 at 11:02 am. The error code 100.6120 indicates problem with the memory system. The pcu event log was unable to verify whether the pump modules infusions stopped at the time of the system malfunction because their event logs were not returned. The dataset installed was identified as ¿ucsf_110525¿, and the profile in use was identified as ¿adult¿. On 29 january 2026 at 12:52 am, the user restored the infusion of the pump module s/n (B)(6) (channel b), which had been previously programmed with the drug ID 758 (vasopressin), drug amount of 20 unit, diluent volume of 100 ml, concentration of 0.2 unit/ml, rate of 3 ml/h, volume to be infused (vtbi) of 69.337 ml and dose of 0.01 unit/min. The infusion started with a primary volume infused (pvi) of 0.663 ml. The user also restored the infusion of the pump module s/n (B)(6) (channel c), which had been previously programmed with the drug ID 255 (dobutamine), drug amount of 1000 mg, diluent volume of 250 ml, concentration of 4000 mcg/ml, rate of 7.3125 ml/h, vtbi of 218.46 ml and dose of 5 mcg/kg/min. The infusion started with a pvi of 1.54 ml. Additionally, the user restored the infusion of the pump module s/n (B)(6) (channel d), which had been previously programmed with drug ID 512 (milrinone), drug amount of 20 mg, diluent volume of 100 ml, concentration of 200 mcg/ml, rate of 7.3125 ml/h, vtbi of 68.587 ml and dose of 0.25 mcg/kg/min. The infusion started with a pvi of 1.413 ml. At 6:30 am, the user restored the infusion of the pump module s/n (B)(6) (channel a), which had been previously programmed with drug ID 558 (norepinephrine), drug amount of 8 mg, diluent volume of 250 ml, concentration of 32 mcg/ml, rate of 3.6562 ml/h, vtbi of 219.173 ml and dose of 0.02 mcg/kg/min. The infusion started with a pvi of 0.827 ml. At 10:18 am the infusion was completed in pump module s/n (B)(6). The user changed the vtbi to 15 ml and the infusion started. At 11:02 am the system malfunction with the error code 100.6120 (data_integrity_failure) occurred and the user turned off the pcu. During the internal and external inspection of the suspect pcu, it was found that the solder on the pcb traces of the logic and power supply boards exhibited a disturbed solder joint condition, presenting a rough and lumpy surface typically caused by reheating or movement during solidification. The bd alaris¿ pc unit system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtb0. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion stopped and displayed error code 100.6120. There was patient involvement but no harm.